Event description:
Approx seven mos after a lefort I osteotomy, the surgeon determined that the pt's maxilla was mobile. The x-rays did not show broken implants. However, three mini wurzburg l-plates were found to be broken during a subsequent explorative surgery. All implants including the three broken plates were revised. No adverse consequences to the pt or surgical delays were reported.